Event description:
Patient had MRI of knee. Used ear protection with no music. Scan went as normal with no indication of problem. Days later the patient contacted hospital and reported hearing damage received during scan. Scan went as normal and no abnormal sounds detected. Patient did not indicate by voice or by facial expressions any discomfort during scan.